Event description:
Patient was implanted at (B)(6) with the remede system on (B)(6) 2025. Patient was scheduled to have therapy activated in (B)(6) 2026 but appointment was canceled due to snowstorm. Patient was rescheduled for (B)(6) 2026 but patient was hospitalized at uvm due to a fall. Patient's provider contacted zoll respicardia representative on (B)(6) 2026 to inform that hospitalist at uvm had contacted her to advise that patient developed urinary retention and MRI was needed to rule out spinal cord compression. Provider requested that zoll respicardia representative go to uvm to check the remede system device. On (B)(6) 2026, hospitalist at (B)(6) contacted zoll respicardia representative directly to inform that the patient was positive for bacteremia and cultures are positive for mrsa. Email communications between hosptialist and provider notes an ulcer (cranial left, caudal right) that appeared to be healing well and surrounding pocket looks ok but with 2/2 blood cultures testing positive for mrsa, there is concern that the device is a potential source and having ID team assess as well and treating with vancomycin in the meantime. Ultrasound showed features concerning for abscess under the ulcer in a pocket adjacent and connected to but distinct from just the peri-pacer region. Hospitalist informed provider that their surgery team wanted to consult with either provider or implanter regarding complexity of removal of remede system as patient declined transfer to implanting site. The remede system device was explanted at (B)(6) on (B)(6) 2026.